Manufacturer narrative:
The pump was received with moisture damage on the lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had fluid in the insulin pump. Customer's blood glucose is 135 mg/dl. Customer stated that the pump looks foggy and he is unable to read the entire screen. Customer reported that there is fluid under the lcd display. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.